Event description:
Customer reportedly received the following results on the aviva meter within 10 minutes: hi (greater than 600 mg/dl), 211 mg/dl, 164 mg/dl, and 182 mg/dl. Customer was feeling "shaky" at the time of the readings. No adverse event was reported. Request for the return of the device and strips was performed, and replacement was sent.

Manufacturer narrative:
It is unknown whether the initial reporter sent a report to the FDA.